Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8711, lot# j11029r47, implanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) and consumer via a company representative in regard to a patient receiving sufentanil, clonidine, and dilaudid. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. An alarm was heard and was confirmed by telemetry. The alarm was due to eri (elective replacement indicator). The patient was at the clinic two months prior to report and was told to schedule a pump replacement; however the hcp was not available until (B)(6) 2015. The hcp told the patient to make the appointment around (B)(6) 2015. The pump replacement was due to normal pump longevity. The patient drank water on (B)(6) 2015, so the hcp may not do the surgery. When the pump was interrogated on (B)(6) 2015, telemetry confirmed eos (end of service) had occurred on (B)(6) 2015 and tube set. The patient has heard the pump alarming. The patient reported increased pain in (B)(6) 2015; it began earlier in the week. The patient was also on oral (po) narcotics.